Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.1.1. Cloud - smartphone operating system: n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware: n5004l. Cloud - cgm sensor type: g6.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 40 mg/dl while wearing the pod. Patient reported other instances where he experienced hypoglycemia events and had to be transported to the emergency room (ER) via ambulance as he was unconscious. These are captured in related files. Patient reported he usually treats his hypoglycemia with liquid carbohydrates. Treatment provided by the hospital was not provided. The patient reported concerns of malabsorption of food as he has previously been on total parental nutrition (tpn). The pod was worn when seeking medical attention.